Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was present on both the right atrial (ra) lead and right ventricular (rv) lead. It was also reported that rv lead exhibited an elevated sensing integrity counter (sic). The rv lead was reprogrammed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.